Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured. The lead was not capturing at the programmed settings and all lead impedances were greater than 2,500 ohms in all configurations. It was noted that the patient was in the hospital due to an event he had in cardiac rehabilitation, that the physician did not believe was device related. There were no stored events indicating oversensing and the pacing threshold measurements were noted to be good. No adverse patient effects were reported.